Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4592-45 lead implanted: 2009-(B)(6), 5076 lead implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was capped and replaced with another lead, which also exhibited high thresholds. Both leads were subsequently explanted and replaced. No patient complications have been reported as a result of this event.